Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this 980 ve ntilator entered a "vent inoperable" (vent inop) condition while the patient was connected. The device was available for evaluation. Although it was reported that this ventilator was inoperative, a review of the ventilator logs indicates the ventilator entered into backup ventilation (buv) at the time of the event. The service personnel (sp) inspected the ventilator, observed that the unit was alarming "ventilator inoperable - safety valve open" and that the ventilator presented conflicting information about running and not running on battery. Per service manual, the sp replaced the breath delivery (bd) power distribution printed circuit board assembly (pcba) and bd power controller pcba. During the extended self test (est), the unit failed the flow sensor cross check test and upon inspection identified the exhalation valve flow sensor's (evq) thermistor was damaged; therefore the evq was replaced. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the reported issue of ventilator inoperative and device entered buv was isolated in the field to potential fault in bd power distribution pcba and/or bd power controller pcba. The investigation also found evq's thermistor was damaged; however, the cause to this issue is unknown. The events are included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient this 980 ventilator entered a "vent inoperable" (vent inop) condition while the patient was connected. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Section d9 was updated due to parts return section h6 evaluation code component (annex g) was updated due to analysis of parts returned - remove g02005 and add g04054 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this 980 ve ntilator entered a "vent inoperable" (vent inop) condition while the patient was connected. The device was available for evaluation. Although it was reported that this ventilator was inoperative, a review of the ventilator logs indicates the ventilator entered into backup ventilation (buv) at the time of the event. The service personnel (sp) inspected the ventilator, observed that the unit was alarming "ventilator inoperable - safety valve open" and that the ventilator presented conflicting information about running and not running on battery. Per service manual, the sp replaced the breath delivery (bd) power distribution printed circuit board assembly (pcba) and bd power controller pcba. During the extended self test (est), the unit failed the flow sensor cross check test and upon inspection identified the exhalation valve flow sensor's (evq) thermistor was damaged; therefore the evq was replaced. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The bd power distribution pcba, bd power controller pcba, and evq were returned to medtronic for analysis. The components were visually inspected and functionally tested with no malfunction or product deficiency observed. The entry into buv was not replicated, however passing est cleared the reported resulting ventilator inoperative condition. Although all the returned components tested satisfactorily, replacing the evq did allow the est failure during servicing to be corrected. When the evq is replaced, a pressure tap filter is also replaced but is not returned for product analysis. A clogged filter could have been a potential cause of both entry into buv and the est failure during servicing. The events are included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.